Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zkb00 21. Diopter) was implanted in the patient's operative eye. Post-operatively, the patient was unhappy with the lens and experiencing halos and glare. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the zkb00 21.0 diopter lens implanted in one of the patient's eye. A separate report will be filed for the model zlb00 21.5 diopter lens implanted in the patient's other eye.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.